Event description:
During a pfa pvi procedure, a communication issue occurred and the procedure was cancelled. There were no signals on the workmate claris system, and an error message was noted stating: "check connections". The connections were checked and the system was rebooted which did not resolve the issue and the procedure was cancelled.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one workmate¿ claris¿ amplifier 56 channels was received for evaluation. Visual inspection revealed no sign of physical damage on the connectors, chassis, and label. When power was applied, the amplifier did not make the last beep indicating an unsuccessful post (power-on-self-test). The amplifier was opened, and internal visual inspection revealed all mounting hardware were secured. The sbc (single board computer) was temporarily replaced with a known-good one which post was completed successfully. Electro-cardiogram (ECG) and intra-cardiac (ic) signals were imported with an ECG stimulator to each channel and the ECG and ic signals were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to the sbc.